Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer meter displayed a result of 95 mg/dl this morning at 07:00 am and was showing symptoms of low blood sugar - dizziness. Customer does not neet medical attention. Customer states her normal levels are 100- 110 mg/dl. Strip expiration date is 04/13/2018 and strip open date is 1 month ago. Strip storage is correct. Back to back blood test performed and results are 97mg/dl and 89mg/dl - fasting. Reviewed meter memory (date not set): the 91mg/dl (B)(6) 2015 07:21:00 pm fasting:no, the 95mg/dl (B)(6) 2015 01:10:00 pm fasting:no, the 108mg/dl (B)(6) 2015 07:23:00 am fasting:no, the 101mg/dl (B)(6) 2015 10:13:00 am fasting:no, the 112mg/dl (B)(6) 2015 09:49:00 am fasting:no.